Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had a high out of range, shock lead impedance (sli). This was discovered, because the device was beeping. The sli was reportedly in the 120 ohms range. The cause was not reported. The patient is being monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had a high out of range, shock lead impedance (sli). This was discovered, because the device was beeping. The sli was reportedly in the 120 ohms range. The cause was not reported. The patient is being monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.